Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-00670. It was reported the patient experienced ineffective stimulation due to lead migration, as confirmed by x-rays. Reprogramming attempts were unsuccessful. The patient underwent scs system explant due to infection at the lead and ipg site, thus resolving the issue of lead migration (please see related MFR. Report#: 006705815-2018-00643, 3006705815-2018-00644 and 1627487-2018-03099).